Manufacturer narrative:
Exemption # e2012017. Report late due to asr to individual reporting transition.

Event description:
Per complaint (B)(4), patient reported that sutures and membrane came out, graft material was lost implant was percussion sensitive. Implant experienced failure of integrate.